Event description:
It was reported that a patient underwent a uterine thermal ablation procedure on (B)(6), 2011. The patient experienced a uterine perforation the patient was transported to the hospital and a laparoscopic-assisted vaginal hysterectomy was performed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-01954. The same device is represented in each medwatch as it was involved in two events.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.